Manufacturer narrative:
(B)(4).

Event description:
Cde contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016, the patient's receiver displayed an error. At the time of contact, no injury or medical intervention was reported.